Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: 693558 lead implanted (B)(6) 2011; 5076-45 lead, 429888 lead, dtbb1q1 ICD implanted (B)(6) 2014. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-11-30 UDI #:(B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-11-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited critical battery alarms and power disconnect alarms when the batteries were plugged into the controller. The battery capacities at the time of the alarms was greater than 25% and it was unable to be determined what was causing the connection issues. The batteries were removed from service. No patient complications have been reported as a result of this event.

Event description:
Log file review indicated that the two batteries exhibited communication errors.

Manufacturer narrative:
Corrections: b3, b5, h6, h10. Product event summary: two batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one critical battery alarm due to a communication error involving (B)(6) on (B)(6) 2018. However, no power disconnect alarms were recorded within the analyzed period. Additionally, data log files revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported "critical battery alarms" and communication error events were confirmed; however, the reported power disconnect alarms could not be confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. A possible root cause of the reported power disconnect alarm can be attributed, but not limited, to a marginal connection between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving (B)(4) on (B)(6) 2018. However, no power disconnect alarms were recorded in alarm log files. As a result, the reported "critical battery alarm" event was confirmed via log files review. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. A possible root cause of the reported power disconnect alarm can be attributed, but not limited, to a marginal connection between the controller and battery. Additional products: battery, (B)(4) , h3: yes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.